Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Manufacturer narrative:
Product event summary: us analysis: the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of rrt on save to disk on (B)(6)-2012 device rrt less than or equal to 2.62 volt.

Event description:
It was reported that the battery longevity of the implantable cardioverter defibrillator (ICD) was shorter than expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.